Manufacturer narrative:
Pump had cracked case at display window corners and minor scratched and cracked display window. Drive support disk was inspected and no anomaly was noted. Pump was received with no button response due to flattened b, esc, act, down and up buttons dome switch. Inspected connector and no unlocked connector noted.

Event description:
Customer reported via phone call of receiving the drive support cap notice and needed more information. Customer reported that drive support cap was ok. Customer's blood glucose was not reported.